Event description:
It was reported that during a total endoprosthesis surgical procedure, the blade broke at the mount; the surgeon did not notice the breakage. It was also reported 2 days after surgery, that patient complained of pain. A follow-up x-ray identified a piece of the blade in the patient. It was further reported a revision surgery was performed to remove the broke piece.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation; however photographs which were provided confirm the blade was broken at the mount. Lot number information has not been provided to permit further investigation. The root cause is multi factorial. The handpiece associated with this MDR is as follows; part number: 6208000000, serial number: (B)(4).